Event description:
During an l 4.5 tlif, the cage detached from the inserter while inserting it into the body. The cage was removed and reattached to the inserter but it detached from the inserter again when rotation was attempted. Removing the cage one more time confirmed it broke. The surgery was completed successfully with an alternate cage. No adverse consequences to the patient were reported.

Manufacturer narrative:
Section was corrected as the cage was not returned for evaluation, only the inserter was returned. The event was confirmed based on correspondence with a sales representative. Visual, dimensional and functional analysis could not be performed as the device was not returned. No manufacturing related issues were found upon product history review. Per email correspondence with the sales rep, the implant disengaged from the inserter initially when attempting to rotate the cage - it disengaged again and found fractured upon removal. The angle where the cage was being inserted was reported to be steep which could be a contributing factor to the reported event. However, the product was not returned for evaluation, the exact root cause cannot be determined conclusively.

Event description:
During an l 4.5 tlif, the cage detached from the inserter while inserting it into the body. The cage was removed and reattached to the inserter but it detached from the inserter again when rotation was attempted. Removing the cage one more time confirmed it broke. The surgery was completed successfully with an alternate cage. No adverse consequences to the patient were reported.